Event description:
The pt was taken to the or where she underwent a total abdominal hysterectomy for endometrial adenocarcinoma. The pt had an uneventful postoperative course & returned to her postop bed at approx 5:30pm attached to a pca pump set for 10mg per hr maximum with a 1 mg/ml/hr injection with a 6 minute lock out. At approx 8:30pm, the pt was found in cardiopulmonary arrest & eventually expired from hypoxia secondary to respiratory arrest. Co's investigation determined that the husband had been pushing the button on the pca pump while the pt slept, explaining that he thought his wife was in pain. The pca computer was checked, & it was noted that the pt had received 27 mg of morphine sulfate in approx 3 1/2 hrs.